Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50 mg/dl). Customer's health care professional recommended pump basal rate be adjusted due to the customer being a different work schedule. Tandem technical support guided the customer through adjusting pump basal rate. Customer brought bg levels back to target range with glucose tablets.